Manufacturer narrative:
On march 15, 2024, mentor received the device for evaluation. On march 22, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with 250cc mentor memorygel breast implants. Post-operatively, the patient suspected that she experienced bilateral rupture of her prostheses. It was also reported that the patient experienced pain and bilateral breast implant illness. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2024. It was reported that the patient¿s devices were removed intact. This report is for the right implant. Refer to manufacturing report number 1645337-2024-02228 for the contralateral event.

Manufacturer narrative:
On february 27, 2024, mentor received additional information. Patient age was added as 62 years. Date of event was added as 12/01/2023. It was reported that the patient experienced fatigue, hair loss, headache, nausea, back ache, and chest pain. Patient ethnicity was added as not hispanic/latino. Patient race was added as white. Manufacturer¿s reference number: (B)(4).